Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the channel cleaning brush head fell into the forceps channel.

Manufacturer narrative:
The device has not been returned to the legal manufacturer. Therefore, additional information regarding the suggested phenomenon could not be obtained, and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.